Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient complication occurred. During a left atrial appendage closure (laac) procedure, transseptal puncture was performed using the versacross connect access solution with radiofrequency (rf) energy in the presence of an aneurysmal interatrial septum; during puncture, the septum and the posterior wall of the left atrium (la) came into contact, resulting in the rf wire tip inadvertently passing through the posterior wall and into the descending aorta. Approximately ten minutes after transseptal puncture, the patient developed a pericardial effusion associated with significant blood loss. The blood loss resulted in compression of the left atrium, making it impossible to adequately deploy the watchma flx pro device. The patient was taken for computed tomography (CT) imaging and subsequently transferred to the vascular operating room, where vascular surgery placed a covered stent in the descending aorta to seal the perforation. No pericardiocentesis was performed, and no pericardial fluid was removed. Post procedure, the patient was admitted to the hospital beyond standard of care and remained hospitalized at the time of reporting. The patient was transitioned to dual antiplatelet therapy (dapt). In the physician's opinion, the procedure contributed to the complication due to the aneurysmal septal anatomy and incidental rf wire perforation during transseptal puncture.